Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the parts identified as the cpu tray cover and thumbwheel screw set that were ordered and used in the repair of securing the v60 to the cart. Both screws became stripped from repeated removal of the v60 from cart for service. The cpu tray cover also had its screw sockets stripped requiring replacement of the tray so the v60 can be held in place to cart. These instances can probably be attributed to an inhouse technician being inattentive to carefully threading the two screws to the bottom cover. It actually led to the respiratory staff complaining about the instability of the unit on the cart. Per this design, only two screws are used to hold the v60 to the cart. With their threads damaged / stripped the cover sockets on the bottom will not accept the thumbscrews. Both screws and sockets damaged. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is unable to be secured to the cart. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer is requesting parts ID for replacement central processing unit (cpu) tray cover. Customer states device will not stay mounted to stand. The rse provided parts ids for the cpu tray cover and thumbwheel screw set. The investigation is ongoing.